Manufacturer narrative:
The very curved scissors insert for tube 5 mm diameter, 310 mm length (pk 3) (cev605t3u) was returned for evaluation. Failure analysis: investigation findings showed one of the two blades of the scissors was broken. A pre-break could be seen on one side. Root cause analysis: the instrument had been returned to customer service in june 2025 for a simple blade sharpening; no structural defects were detected at that time. Analysis of the complaint reveals the presence of a pre-existing crack, which weakened the instrument and led to the complete fracture of the blade during use. This pre-existing crack could have originated from an impact during cleaning or handling, or from natural aging of the instrument, a hypothesis that cannot be confirmed without the manufacturing date and the number of uses. The pre-existing crack, located at the base of the blades, was not visible to the naked eye. Therefore, it could not have been detected either during the service intervention in (B)(6) 2025, if it was already present at that time, or by the user during the preparation of the instrument before the intervention.

Event description:
A facility reported that the tip of the very curved scissors insert for tube 5 mm diameter, 310 mm length (pk 3) (cev605t3u) detached into the abdominal cavity during laparoscopy, and the detached part was successfully retrieved. "There were no clinical consequences for the patient. The blade fragment was retrieved during the laparoscopic surgery. The procedure was completed using an equivalent pair of laparoscopic scissors retrieved from a different set. The surgical time was extended by the time required to retrieve the blade fragment from the abdomen, as well as the time to retrieve the other set from the operating room equipment. The users did not specify how many additional minutes were needed. They are currently unable to provide this information. Finally, no information was provided regarding a radiological image."